Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent with the narrowing of the avf outflow tract stent procedure. During the procedure via brachial vein, the white fixation sheath was allegedly detached and preventing subsequent stent deployment. The procedure was completed by using another device. There was no patient reported injury.

Event description:
On (B)(6) 2025, a patient underwent with the narrowing of the avf outflow tract stent procedure. During the procedure via brachial vein, the white fixation sheath was allegedly detached and preventing subsequent stent deployment. The procedure was completed by using another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not returned for evaluation. However, a photo was provided for review. The provided photo shows the stability sheath to have been detached from the kink protection which leads to confirmed results for detachment and the subsequent inability to deploy the covered stent is considered a cascading event. An indication for a manufacturing deficiency could not be found. This type of event may be related to increased deployment forces. Difficult patient anatomy, a challenging placement site, insufficient predilation or incorrect handling during deployment may be contributing factors. Detachment of the stability sheath may be a consequence of damage to the device during shipment and storage or manipulation during preparation for use. Based on evaluation of the provided photo, the investigation is closed with confirmed results for detachment and failure to deploy the stent is considered a cascading event. A definite root cause for the reported event could not be established. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed based on the IFU supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces with regards to accessories the IFU states use 0035 inch 089 mm guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system introducer sheath with appropriate inner diameter and length regarding correct deployment the IFU states maintain a stationary hold on the white stability sheath during covered stent deployment hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly maintain the remainder of the white stability sheath relaxed and avoid tension regarding preparation the IFU states predilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated the IFU states examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised do not use the device if any of these conditions are observed. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.